Event description:
(B)(4). The dealer informed that the 9630-4 commode seat was cracked. It is unknown where on the seat or the size of the crack. There was no injury reported.

Manufacturer narrative:
(B)(4). RMA has not been initiated for this issue. Model 9630-4, serial number/date code is (B)(4). The consumer is a female. However, her height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.